Event description:
Complainant alleged that the clinicians were defribrillating the patient with the device on battery mode, but found that the device intermittently did not operate on battery power. The clinicians then switched the device to ac mode, and then successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.